Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 had no staples and did not cut. Another instrument was used to complete the case. There was no consequence to the pt.